Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported the tip of the broke driver during a t3-l3 fusion surgery. The tip of the inserter remained in the uniplanar screw, which remains implanted in the patient.

Manufacturer narrative:
A visual examination confirmed the reported event: the tip of the inserter is sheared off in a manner consistent with side loading of the inserter pin. A review of the DHR for part #lv00071 lot #714440 indicates that the part was inspected for functionality, sleeve rotation, workmanship and finish, as well as shaft threading. The device passed all inspection tests indicating that the device left zimmer biomet's control as a conforming part. There are no indications of manufacturing issues which would have contributed to this event. The probable underlying root cause for the failure is most likely due to surgeon technique in cantilevering the inserter while inserting the screw leading to loss of mechanical integrity and ultimately instrument deformation and fracture. (B)(4).